Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient reported they had seen their managing healthcare provider (hcp) on friday, (B)(6) 2024, because they were having frequent urination and wetting on themselves as well as they noticed they were also starting to have bowel issues/accidents. Patient stated all of these symptoms had begun soon after they had a surgery on (B)(6) 2024. The patient stated they made an appointment with the hcp, telling them about how the issue began after a procedure and ended up seeing the hcp on friday. Patient stated the hcp told them at the appointment that the therapy could also help their bowel and switched programs for the patient and increased the stimulation to a comfortable level and told the patient they could increase the stimulation again on friday the 14th if they needed to. Patient's reason for call was that they'd just had another accident today ((B)(6) 2025) and wanted to ask if they could increase the stimulation today instead of waiting until the 14th. Patient services reviewed the role of patient services and the manufacturing representative (rep) with the patient and redirected the patient to follow up with their hcp about their symptom concerns and to discuss their programming options, noting that if the hcp wished, they could also invite a rep to an appointment to meet with the patient. The patient was going to monitor their symptoms for now and wait until friday ((B)(6) 2025) to see if they should increase or not and if they needed to increase they may call patient services back for assistance in increasing. The patient also stated they were going back to see their hcp in 3 weeks for a follow-up appointment. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Removed codes e2324 and e232401. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.